Event description:
Patient's spouse reports the pump with serial number (B)(6) has malfunctioned. Expiration date is unknown. The pump is used with cerezyme 3600units every 2 weeks. It is unknown if patient missed a dose or had an interruption to therapy. It is unknown if an adverse event took place due to pump malfunction. Pharmacy replaced malfunctioning pump. The device is available for return and a return box was sent to patient. Date of malfunction is unknown. No further information, details, or dates provided.